Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was out of service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station had been placed out-of-service. The technical support specialist (tss) dialed into the server, logged into pyxises, and ran a trace query to identify the user who activated the out-of-service status. The customer was provided with the details and requested additional information, which was retrieved from the logs. With the necessary information provided, the tss closed the case.